Event description:
Capsule procedure was initiated by kirkpatrick family care on (B)(6) 2023. (B)(6) 2023 kub was performed, the capsule is in the small bowel. (B)(6) 2023 patient was admitted to st. John's medical center with a small bowel obstruction. (B)(6) 2023 abdominal CT scan showed the capsule in terminal ileum. (B)(6) 2023 patient was discharged after tests showed improvement in the obstruction and that the capsule moved to the descending colon. (B)(6) 2023-we were notified of this case. Frm-0089 indicated no previous pre-existing conditions that could have led to the retention. Patient will undergo enteroscopic retrieval on july 5th as last resort surgery.

Manufacturer narrative:
Capsule procedure was initiated by kirkpatrick family care on (B)(6) 2023 (B)(6) 2023 kub was performed, the capsule is in the small bowel. (B)(6) 2023 patient was admitted to st. John's medical center with a small bowel obstruction. (B)(6) 2023 abdominal CT scan showed the capsule in terminal ileum. (B)(6) 2023 patient was discharged after tests showed improvement in the obstruction and that the capsule moved to the descending colon. (B)(6) 2023-we were notified of this case. Frm-0089 indicated no previous pre-existing conditions that could have led to the retention. Patient will undergo enteroscopic retrieval on july 5th as last resort surgery. The investigation of the device is pending the retrieval/return of the capsule to conclude the root cause. See attachments.